Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. No unexpected blank display nor low battery alarm noted. No unexpected low battery alarm noted on formatted history file. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, missing display window cover, fading serial number label and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and received insert battery alarm. The customer's blood glucose level was unknown. It also reported that display is blank currently. It also reported that the display did not returned after insulin pump restart. Insert battery alarm did not displayed on the insulin pump screen. The customer stated that plastic piece where the reservoir screws in was broken off and separated from the insulin pump where the reservoir screwed in. The customer will return insulin pump for analysis.